Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that there was a foreign material in the powder before the monomer was opened. The surgeon removed the foreign material and continued to use the same cement in tka. The ample was not opened.